Event description:
It was reported the patient is requesting her ipg pocket to be moved to a different location. It was also reported the physician plans to replace her ipg due to end of battery life. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.